Event description:
There were no reports of an injury or death. It was reported the system's on/off button was pushed in such that the system could not be powered on. This is a no boot situation.

Manufacturer narrative:
A ge service rep performed an on site investigation. The on/off switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.